Event description:
When removing catheter, only 10 cm was attached to the hub. X-ray revealed 20 cm in rt ventricle. Review of previous x-rays show that it has been in ventricle since at least sept. Pt reports that it was only functional for a couple of chemo injections. Then a peripheratly inserted central catheter line was inserted for remainder of chemo treatments.